Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received a failed battery alarm and had a blank display. The customer¿s blood glucose level was 320 mg/dl. The customer states the display was blank. Troubleshooting was performed for blank display and noticed the display did not return after pump restart. The customer states unable to troubleshoot for failed battery alarm. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. Device received with cracked retainer, minor scratched display window, stained keypad overlay, missing end cap address label and scratched case. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery test and low battery alarm noted during testing or in the device trace download.